Manufacturer narrative:
Health professional ¿ (blank) and occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cable connection was poor and the image often flickered while using the camera head. The issue was found during preparation for use for a therapeutic laparoscopic surgery and the procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, g3, h2, h3, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the reported failure was confirmed and found that the image flickered due to cable abnormality. Based on the results of the investigation, a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the cable connection was poor and the image often flickered while using the camera head. The issue was found during preparation for use for a therapeutic laparoscopic surgery and the procedure was completed using the same device. There were no reports of patient harm.